Event description:
Caller alleged discrepant results compared with the lab. Caller also reported imprecision with inratio2 meter. Results as follows: date: (B)(6) 2011, inratio2: 3.8, 3.0, 3.6. Patient's therapeutic range: 3.0-3.5 inr.

Manufacturer narrative:
Investigation pending.